Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a fire started on the bipolar forceps at location of bipolar and cord connection during a sinus procedure. There was no patient injury and no known surgery delay.

Event description:
N/a.

Manufacturer narrative:
Mcen54 forceps was not returned no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. This issue is probably due to an insufficient cleaning or drying of the device, that generates electric arc. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.